Event description:
"Teck" while clamping large lumen tubing with u.s. Pattern tube occluding clamp, perforates or punctures tube. With small lumen tubing, reclamping at the same position may cause perforation. Condition is observation by hosp.